Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal was loaded inside the delivery tube. As the surgeon pulled out the delivery tube from the loader, the seal got caught and remained inside the loader device. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was left behind in the loader device. The delivery device was outside the loader device with the plunger not depressed. Based upon these findings, the complaint that the seal failed to load is confirmed. A review of the finish device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).